Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300 passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to and including the (B)(6) 2014. On the (B)(6) 2014, the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2014, information from the history log shows an increase in battery voltage which suggests a further pad-pak was installed. The device was power cycled, passing a self-test. The device passed all subsequent auto self-tests up to and including the (B)(6) 2018. On the (B)(6) 2018, multiple manual power ups were recorded, mainly of under one minute duration, and one of 8 minutes duration, alongside one log entry of nonsensical data. These manual power ups may suggest the user was power cycling the device or the device was switching on automatically and the user was intervening by pressing the on/off button. The pad-pak was removed. A pad-pak was reinstalled on the (B)(6) 2018 and the device passed an auto self-test. No further log entries were recorded. A test pad-pak was inserted into the device and passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found that the reported fault was attributed to membrane failure. There were no ten minute manual power ups recorded in the history. There were however multiple manual power ups of mostly under one minute duration, on the (B)(6) 2018. Given that the fault was witnessed during the course of the investigation, in addition to the excess current drain measured, the device was confirmed to have a failing membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.